Event description:
The lay user/pt contacted lifescan alleging that the product was the last result was frozen on the display and she was unable to power off the meter. The power issue was unresolved with troubleshooting. There were no allegation of harm or injury. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.